Event description:
It was reported that approximately 6 weeks post implantation, the patient was noted to have stiffness and decreased range of motion. Subsequently, the patient underwent a manipulation under anesthesia. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records noted that approximately 6 weeks post implantation, the patient required manipulation under anesthesia due to pain and stiffness. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Investigation in progress.

Event description:
It was noted the patient underwent primary right tka on (B)(6) 2019. Subsequently, the patient was noted to have stiffness and decreased rom during 1 month follow-up visit on (B)(6) 2019 and underwent a mua on (B)(6) 2019.